Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: a photo was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned photo. Visual inspection reveled that the device shows marks of used, it appears to be in a normal condition, however with the photo provided is not possible to identify any damage or failure. The overall complaint was unconfirmed as the observed condition of the micro tornado hp w handcontrol would have not contribute to the complained device issue. Based on the investigation findings, the device need to be received at our service center in order to determine a root cause for the issue experienced by the customer. Therefore it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported by the sales rep in singapore that during an unspecified surgical procedure on an unknown date the micro tornado hp w handcontrol device suction valve was not working. There were no adverse patient consequences reported. No additional information was provided.